Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint regarding the lot number 9937358. B3: estimated date.

Event description:
According to the available information, the patient was on a stretcher waiting to return to the hospital room. When the stretcher-bearer arrives, the doctor noticed that the wheel on the y-shaped irrigation tubing is missing. Wanting to change it, he pulled on it at the bladder catheter to remove it and insert the new irrigation tubing. The tubing came with it, but so did the wash access on the vesical catheter, severed at the body of the vesical catheter. The doctor had to change the catheter quickly to ensure continuity of the lavage, as the patient had just undergone trans-urethral bladder resection and laser ureteroscopy. Otherwise, she risked intra-vesical clotting with a pronounced risk of hemorrhage. The patient left with a new catheter and bladder lavage in progress in the hospital room.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint regarding the lot number 9937358. The product reference ab62201002 lot number 9937358 made in september 2024 for (B)(4) pieces. The expiry date is september 2029. The product reference ab62201002 lot number 9937358 was made by an intermediate ab622080 lot number 9698810. This intermediate was made by our subcontractor which was informed about this issue. Without sample, we cannot do more than documentary investigation which revealed no issue registered during production. According to the elements known, quality database was checked and revealed no anomaly registered. A similar case study was performed based on prostatic catheter product, proximal part damaged or broken from october 2020 to october 2024, 7 similar cases were found. A rmf evaluation was performed based on criq250 - risks identified 11607, 11612 (hazardous situation: catheter withdrawal impossible (or with difficulty) the evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information, the patient was on a stretcher waiting to return to the hospital room. When the stretcher-bearer arrives, the doctor noticed that the wheel on the y-shaped irrigation tubing is missing. Wanting to change it, he pulled on it at the bladder catheter to remove it and insert the new irrigation tubing. The tubing came with it, but so did the wash access on the vesical catheter, severed at the body of the vesical catheter. The doctor had to change the catheter quickly to ensure continuity of the lavage, as the patient had just undergone trans-urethral bladder resection and laser ureteroscopy. Otherwise, she risked intra-vesical clotting with a pronounced risk of hemorrhage. The patient left with a new catheter and bladder lavage in progress in the hospital room.